Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had her device removed so that she could have an MRI for her cancer and because she was ¿having problems with it.¿ the patient stated the MRI tech just called regarding her MRI compatibility. The patient stated the healthcare professional (hcp) removed the entire system except for the end of the lead wires. The patient stated the hcp told her she could get an MRI because those parts of the lead wire were ¿inert¿. It was not review that was not the case as the interstim MRI guidelines pertain to complete intact systems and the manufacturer could not recommend an MRI for patients with abandoned components. The patient was redirected to the hcp to see if she did have abandoned components.